Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to an unknown reason. The device was replaced. No additional adverse patient effects were reported. It is unknown where the device is currently.